Event description:
It was reported that the laparoscope, gynecologic had an abnormal image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple and flickering image, light guide (lg) cover lens was worn, and multiple dents in the insertion section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the abnormal image (purplish and flickering) was caused by a component failure of the electronical component. The light guide cover lens was worn due to a component failure of the distal end cover glass, and there were multiple dents in the insertion section due to a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.